Event description:
It was reported that during a normal patient follow-up, vf detection was recorded due to oversensing of noise. The charge was aborted but patient was hospitalized due to the possibility of inappropriate therapy. The device was reprogrammed. Patient was discharged and normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.